Event description:
Litigation alleges that patient experienced persistent severe pain and discomfort in his right hip, buttocks, groin, and thigh, which increased over time; infection; decreased range of motion; difficulty ambulating; and difficulty performing activities of daily living such as standing after being seated. Patient was revised on (B)(6) 2008, and later suffered an infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation alleges that patient experienced persistent severe pain and discomfort in his right hip, buttocks, groin, and thigh, which increased over time; infection; decreased range of motion; difficulty ambulating; and difficulty performing activities of daily living such as standing after being seated. Patient was revised on (B)(6) 2008, and later suffered an infection. Doi: (B)(6) 2006 - dor: (B)(6) 2008 (right hip). Patient is a resident of (B)(6). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. It is not likely that the devices contributed to the reported infection. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.